Event description:
It was reported that the bd syringe 10ml ll eurographics had a scale marking issue. The following information was provided by the initial reporter translated from french to english. "No graduation."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample and one photo of a 10ml luer-lok syringe were received by bd. A quality engineer was able to examine the sample and photo from batch 3264643 regarding item 300912. The syringe was received in an open package with all applicable product information on the top web slip and has damage to the barrel on the flange and the side with almost all the scale markings missing, with only a few random dots on the barrel. The photo shows one syringe in an unsealed package with the scale markings missing. The conditions observed are non-conforming per product specification. Potential root cause for the barrel damaged and scale markings missing defects are associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3264643 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.